Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose levels in the 340-395 mg/dl range with increased thirst. The reporter indicated that the patient was experiencing some discomfort at the site at the time of the elevation but when the site was removed there were no noted issues. The reporter stated that the pump meter was not calculating correctly when first turned on and sometimes required the meter to be rebooted to get the correct calculations. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump meter remote was not calculating correctly.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: a review of the total daily doses added up to correctly reflect the user¿s programmed basal rates. There was no activity outside of normal use observed in the pump¿s history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.